Manufacturer narrative:
(B)(4) catheter detached. Visual evaluation of the returned device found that the catheter was kinked near the handle. The flare was detached from the catheter, and the catheter has marks from the flare process performed during manufacturing. Functional evaluation could not be performed due to the condition of the returned device. The complaint was confirmed, the flare detached. This condition may have impeded the ability of the snare to extend. However, review and analysis of all available information failed to indicate a root cause or probable root cause for this event. There is an investigation in place to address this issue. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device failed to extend. It was reported that when the device was removed they found that the sheath appeared stretched. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation results: flare detached.